Event description:
In 2008, a doctor alleged that pfm crowns placed with maxcem on two different patients had fallen off.

Manufacturer narrative:
The patient's pfm crown was recemented with a different product without incident. The patient is doing fine. The device was returned to kerr corporation; however, the device was empty and did not contain enough material for evaluation. The retain sample was tested for adhesive strength test and results were found to be within specifications. This is the second MDR report of the two incidents reported.